Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing communication with field service engineer (fse) and service report. According to the information provided by the technician, the device was checked and maintenance kit 5000h has been replaced to resolve the issue. The device was delivered to the user in working condition. One of the parts (included in maintenance kit 5000h) which must be replaced in order to keep the ventilator function safe for the patients are nozzle units. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause of the event has not been determined. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 12/09/2016. Corrected manufacture date: 11/30/2016. Previous usage of device: unknown. Corrected usage of device: reuse.